Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: low flow alarms. Specific component(s) involved: pump drive unit malfunction. Additional text: low flow alarms. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: heart cath done showing signs of ventricular recovery. Implant device type: lvad. Malfunction device type:.